Event description:
User reported one male patient received chemotherapy treatment based on an elevated hcg+b result. The user could not provided patient data for this incident. It is unknown if the patient was affected adversely from the treatment received. Product labeling states that the intended use of the hcg+b assay is for the early detection of pregnancy only. The field service representative determined the cause to be a shift in the measuring cell. He inspected measuring cell tubing, inspected and replaced all syringe seals and readjusted the photomultiplier tube. Performance tests were performed and within specified limits.